Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: the video was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned video. Visual analysis of the video revealed that synpor sheet 50*50 t0.8 was delaminated across several sections of the sheet. Broken condition was not observed. No other issues were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for synpor sheet 50*50 t0.8. Based on the investigation findings, the root cause is traced to design. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 08.510.120s lot # ds7009059 manufacturing site# dsm biomedical supplier: (B)(4) release to warehouse date: 01 mar 2022 expiration date: 01 feb 2027 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that synpor sheet 50*50 t0.8 was cut intentionally. However, delamination can be observed in one of the corners and at some specific points along the sheet. Therefore, the complaint condition can be confirmed. According to synpor porous polyethylene implant surgical technique se_835914 rev. Ab the following precautions and warnings are indicated. Precautions: -excessive and repetitive contouring of the implant increases the risk of implant breakage. -in order to determine the appropriate amount of fixation for stability, the surgeon should consider the size and shape of the fracture or augmentation area. Warnings: - the devices can break or be damaged due to excessive activity or trauma. This could lead to failure of the implant construct, which could require additional surgery and device removal. A dimensional inspection for the synpor sheet 50*50 t0.8 was not performed as it is not applicable to reported condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synpor sheet 50*50 t0.8 would contribute to the complained device issue. Based on the investigation findings, the root cause is traced to design. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part# 08.510.120s. Lot # ds7009059. Manufacturing site# dsm biomedical. Supplier: (B)(6). Release to warehouse date: 01 mar 2022. Expiration date: 01 feb 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The video was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned video. Visual analysis of the video revealed that synpor sheet 50*50 t0.8 was delaminated across several sections of the sheet. Broken condition was not observed. No other issues were idenfitified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for synpor sheet 50*50 t0.8. Based on the investigation findings, the root cause is traced to design. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part#: 08.510.120s, lot#: ds7009059, manufacturing site#: dsm biomedical, supplier: (B)(4), release to warehouse date: 01 mar 2022, expiration date: 01 feb 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Note: DHR information was retrieved from (B)(4) as it is the same lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on (B)(6) 2024, during the surgery. The device was broken off. Another device was used to complete the surgery. There was no surgical delay. There were no adverse consequences to the patient.